Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a cut in the ultrasonic sensor tape. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "air sensor sticker ripped off, peeling", which was not reproduced, but was confirmed through evaluation. The reported condition was verified. The cause was determined to be the ultrasonic sensor tape had been cut on the crystal. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air sensor sticker ripped off, peeling. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.